Manufacturer narrative:
The removed material is intended to be sent to 3rd party laboratory for analysis per pas002, and they have not yet provided their report. If any information from this analysis suggests a change in the results of this investigation a follow-up will be submitted as required within 30 days. Follow-up #1: the removed material was reviewed and the report has been provided and reported in pas002 as planned. There were no changes in the conclusions made in this MDR other than what is below: this us MDR was previously reported as cc24-016, this should have been reported as a follow-up to that incident. This duplication was discovered when preparing the pas002 annual report and the annual report for pma160050. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Intrinsic was made aware of a reoperation on a barricaid implanted patient by the surgeon. The reason for reoperation was reherniation with the mesh migrating out of the disc space. The mesh was removed, and a total disc replacement was performed.

Manufacturer narrative:
The removed material is intended to be sent to 3rd party laboratory for analysis per pas002, and they have not yet provided their report. If any information from this analysis suggests a change in the results of this investigation a follow-up will be submitted as required within 30 days. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Intrinsic was made aware of a reoperation on a barricaid implanted patient by the surgeon. The reason for reoperation was reherniation with the mesh migrating out of the disc space. The mesh was removed, and a total disc replacement was performed.